Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, ; product ID: 3057. Device codes (B)(4) applies to leads (lot#s unknown) only. Eval code-conclusion applies to verify and leads (lot#s unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was in pain/sore in their lower back from the procedure. The next day, patient mentioned the tape on her back was itchy so their spouse checked the bandage who said it was not red or irritated. On (B)(6), patient mentioned cleaning the day prior and thought they maybe moved the wires. No further patient complications have been reported as a result of this event.